Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with an elevated blood glucose (bg) level of 599 mg/dl and diabetic ketoacidosis. The customer administer boluses via the pump and was treated with intravenous drip as well as lipitor in the hospital. It was noted that the customer's bg level lowered to 293 mg/dl. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer had been off of the pump since (B)(6) 2016, had been receiving insulin treatment from the hospital, and stated that bg levels are still high. A follow up with the customer indicated that the customer was released from the hospital on (B)(6) 2016 and that bg levels have been lowered. Also, it was noted that the customer was working with their healthcare provider on adjusting basal settings.